Event description:
Pt has experienced an increase in seizures. Device diagnostic testing was within normal limits, indicating proper device function. The elective replacement indicator was no, indicating that the generator had not reached end of service. Pt indicated that pt can no longer feel the device normal mode stimulation and the magnet is no longer as effective as it used to be. Pt is less alert and the post ictal period after a seizure has become worse. Neurologist increased both the normal mode output current and magnet mode output current by 0.25ma. Pt experienced approx a 60% reduction in seizures with vns therapy prior to the recent increase in seizures. Based on known device settings, it is not likely that the generator has reached end of service. Investigation to date has been unable to determine whether the increase in seizures is above the pt's pre-vns baseline frequency or an increase above previous efficacy with vns therapy. The cause of the event is unk, investigation is ongoing.